Manufacturer narrative:
The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient, but there are no technical error codes to indicate a ventilator malfunction. Alarms such as respiratory rate high, expiratory minute volume low, vt insp. Overrange indicate an excessive leakage in the patient circuit or an increased expiratory resistance in the patient¿s breathing system. These alarms may indicate insufficient ventilation to the patient or no ventilation. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The respiratory rate high and expiratory minute volume low alarms may indicate that there was a leakage in the breathing circuit. The leakage may be perceived by the ventilator as breath trigger from the patient and the ventilator will then initiate a support breath and the ventilator starts auto cycling. This will lead to an increase in the respiratory rate. Delivered expiratory volumes were less than was set which generated low expiratory minute volume alarms. Alarm o2 concentration high is activated when measured o2 concentration exceeds the set value by more than 5 volumes %. There are two main reasons for this alarms: gas delivery error (wrong gas concentration is delivered from the system, but the gas concentration is measured correctly) or measurement error (correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly). Based on received information, the customer refused the repair. The conclusion is that the reported alarms occurred due to leakage, but there was no technical malfunction of the ventilator. The root cause of the issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 2015-10-22.

Event description:
It was reported that the ventilator generated alarms indicating insufficient ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).